Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06712.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: perin pain; anal pain; rect pain; oth pain (stomach); off vag dis; diff bowel; rec incont; aggrav incont; psych. Nonsurgical treatments: on (B)(6) 2020 the patient commenced psychological medication: ativan for the treatment of: anti - depressant . On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: fix incontinence . Treatment duration: 1 month. The patient was treated with other (please specify) for the treatment of: had to change diet .

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: perin pain; anal pain; rect pain; oth pain (stomach); off vag dis; diff bowel; rec incont; aggrav incont; psych nonsurgical treatments: on (B)(6) 2020 the patient commenced psychological medication: ativan for the treatment of: anti - depressant . On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: fix incontinence. Treatment duration: 1 month. The patient was treated with other (please specify) for the treatment of: had to change diet .

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.